Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. The device history record was reviewed and no discrepancies related to the reported event were found. No physical and/or functional condition could be found after the DHR that could be considered a causal factor for the reported complaint. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections have been updated: h3: device evaluated by manufacturer updated to no. H6: clinical code updated 4545: skin inflammation/irritation. H6: clinical code updated 1943: itching sensation. H6: type of device code updated to 2993: adverse event without identified device or use problem. H6 type of investigation: 3331 - analysis of production records. H6 type of investigation: 4114 - device not returned. H6: investigation findings code added to 3221: no findings available. The following sections have been corrected: h6: component code: 451-electrode. H6: component code: 772-cover.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes and/or cover patches. The patient was wearing the device on her neck. The patient states that she wore the electrodes and the covers for 24 hours. After a day she started to feel itchy but she continued to use the products. The patient did not know if the 72r electrodes or the cover patches caused the itch and redness. However, she did state she could not wear the 72r electrodes without the covers because they were not sticking. The patient was advised by her doctor to use the prednisone cream 1.5mg to treat the skin irritation. The patient stopped wearing the 72r electrodes and covers patient. The patient's skin was healing with the cream.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2020. Medical product: titanium cage for fusion. Medical product: cervical plate. Medical product: iliac crest aspirate with local autograft and inqu matrix . Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient developed skin irritation from the 72r electrodes and/or cover patches. The patient was wearing the device on her neck. The patient states that she wore the electrodes and the covers for 24 hours. After a day she started to feel itchy but she continued to use the products. The patient did not know if the 72r electrodes or the cover patches caused the itch and redness. However, she did state she could not wear the 72r electrodes without the covers because they were not sticking. The patient was advised by her doctor to use the prednisone cream 1.5mg to treat the skin irritation. The patient stopped wearing the 72r electrodes and covers patient. The patient's skin was healing with the cream. It was reported that no further information is available.